Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited a diagnostic anomaly. Investigation noted the device's securesense detected undersensing and was turned to passive, and the undersensing was occurring on the discrimination channel. Programming changes were recommended. The patient was stable.